Event description:
It was reported that patient presented to the hospital after receiving therapy from the device. In 2012, during an ICD change-out, the svc coil on the rv lead was noted to be fractured. Lead testing was fine at that time, so the decision was made to continue to use the lead. Recently lead noise was observed. The patient is having recurrent appropriate shocks, and based on lead condition, the lead was capped and replaced on (B)(6) 2016 with a competitive lead. Patient was stable during and after the procedure.